Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 561 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered and a correction bolus was delivered to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.